Manufacturer narrative:
(B)(4).this is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice device during dwell three of four of peritoneal dialysis therapy. The patient was connected to the homechoice at the time of the alarm. During troubleshooting, it was determined that the patient had left a clamp open on an unused supply line. The alarm was cleared and the patient was advised to contact their nurse for further medical instruction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.